Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, a specific root cause could not be identified. However, it is likely the event could be caused by failure of the image sensor unit, defect of the circuit board inside the video connector, or defect of the system side. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. Evaluation findings include the following: the bending section cover had a scratch, the adhesive on the bending section cover had a chip; due to wear of angle wire, the bending angle in up direction did not meet the standard value, the number of broken wires in the bending tube blade exceeded the standard value, and due to damage of the charge-coupled device unit, the image had white dots. Scratches were also found on the following device components: switch button one (1), the grip, the up/down plate, the right/left plate, the control unit, the light guide (lg) connector, the lg cover glass, and the video connector. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was a no image issue while using the endoeye flex deflectable videoscope. There was no patient harm associated with the event.